Event description:
It was reported that a patient underwent a benign tumor removal procedure from the right sublavian region behind the pectoralis major on (B)(6) 2013 and an absorbable hemostat was used on the muscle and was left in place. On the same day, the patient experienced a post operative reaction. The symptoms were pain, swelling and erythema. The patient was treated with analgesics and triple antibiotic therapy intravenously because, the severe inflammatory reaction resembled an acute infection. The surgeon opines that the reaction was related to the absorbable hemostat because of the timing of the symptoms and the lack of fever or leukocytosis and elevated eosinophils. Cultures obtained were all negative. The patient's condition improved and the patient was discharged on (B)(6) 2013. Currently, the patient's status is improving. The patient has less swelling, but still has complaints of pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.